Manufacturer narrative:
No product will be returned per customer. The customer complaint of spin collar breakage could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a spin collar broke while connecting an infusion of normal saline to a patient's vascular access device. There is no report of leakage or patient harm.